Manufacturer narrative:
The device was received for evaluation. The device was found out of specification in relation to the customer reported 'door sensor not working; door was open the machine will not say that the door was open and sometimes the same thing happened when the door was closed and the machine will alarm for open door' which was reproduced. A review of the event history log revealed multiple 'system error 320' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed link switch. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not say door was open and sometimes the same thing happened when the door was closed. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.